Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was implanted, t2 was deployed simultaneously. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box and pouch with the batch number of the complaint on the labels. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. The straw is damaged. There is bio debris on the needle and actuator. A functional evaluation of the device shows that it cycles as intended. An evaluation of the customer provided image shows the device laying on a surface next to a s+n box. The t1/t2/suture are not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.